Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had jammed triggers, ran weak and slow, had very little control of speed with trigger and had one lock side was jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to wear on components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive drill device did not work. The reported event did not occur during surgery. It was reported that there was no delay due to the event. It was not reported if a spare device was available. There was no patient involvement reported. There were no injuries, a medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.